Manufacturer narrative:
The customer called technical support to report that there were issues with the device after the power supply was swapped. The power supply was swapped because the old one wasn't providing power. After replacing the power supply, there was a smoky odor, and a burnt spoke was spotted on the new power supply. The remote service engineer (rse) discussed the warranty replacement with the customer and suggested that the customer should replace the power supply and alternating current (ac) inlet at the same time. Per a good faith effort (gfe) response received, the biomedical technician replaced the power supply and ac inlet to resolve the reported issue and stated that the defective power supply was returned for further investigation. At this time, the defective component has not been received for failure analysis. Further evaluation will be performed once the component is received, and an additional report will be submitted. D4 - product UDI number is corrected

Event description:
Philips received a complaint by the customer on the v60 indicating that the newly installed power supply smelled like smoke and had a burnt spoke. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) suggested that the customer should replace the power supply and alternating current (ac) inlet at the same time.